Event description:
The report received from the USA stating that the device was "overheating". The device was being used in surgery. There was no reported patient or user injuries. There was no additional information provided.

Manufacturer narrative:
The device was received by anspach. Reliability engineering evaluated the device was evaluated and the reported condition was confirmed. The attachment has worn/damaged bearings and is difficult to insert a cutter. The tip of the attachment is also damaged most likely due to dropping or other handling issues. Condition of attachment is most likely due to cleaning, maintain, usage, and handling issues. If additional information is received, a supplemental report will be sent. (B)(4).